Event description:
It was reported that when the unit was turned on, an e-4 error message appeared on the screen and the unit did not function.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.